Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. The data received for analysis were carefully inspected. The iegm recordings confirmed vf detection without shock delivery on the available episodes. Further investigation demonstrated deformations of the inner coil close to the df-4connector pin. This damage was most likely caused by over rotation of the inner coil during the extension or retraction of the fixation helix. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that a vf episode was seen via home monitoring. The episode was terminated before the shock was delivered. Egms showed oversensing on ventricular channel. The lead was explanted and a new one implanted, but no explant or implant date were provided. The lead was not returned. No adverse patient side effects were reported.